Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A physician successfully performed an arteriotomy closure using the starclose device. Post the procedure, the patient vagaled, the heart rate decreased and the abdomen was distended. The physician diagnosed a retroperitoneal bleed. Manual pressure was held for 40 minutes at the left cfa puncture site. The physician recatheterized the patient entering on the right cfa. The patient stayed overnight in the hospital and was discharged home.